Manufacturer narrative:
(B)(4).

Event description:
Information was received from a trial consumer. It was reported the patient suddenly stopped feeling stimulation on (B)(6) 2016 even though she increased to 5.4 volts from 0.8 volts. The patient also had 3 bowel movement accidents. The patient used her programmer on (B)(6) 2016 which said it could not locate the device. Additional information received from the manufacturing representative reported they met with the patient on (B)(6) 2016 and had no problems connecting the programmer to the external neurostimulator (ens). The programs were changed and the patient felt stimulation at 3.2 volts. The patient's symptoms were going to be tracked. However, on (B)(6) 2016, the lead reported the patient went to full implant with a new lead as the doctor believed the lead migrated from the nurse pulling on the lead when transferring the patient after the first day of the trial. Migration was confirmed under fluoroscopy. If additional information is received, a follow-up report will be submitted.